Event description:
A manufacturer representative reported an electromagnetic interference issue involving the use of a clinician programmer the week prior to (B)(6) 2016. The clinician programmer got an interference message when trying to interrogate an ins during a procedure. The interference resolved and there was no adverse event.